Event description:
Complainant alleged that the medics were attending a patient who was in cardiac arrest. The medics monitored the pt with the device in semi-automatic mode. In the beginning of the call the device charged up to "about 150 joules", but then internally dumped the energy and then gave a "no shock advised" prompt. The patient's ECG, as displayed on the device screen, indicated that the pt was presenting a pulseless electrical activity (pea), with very low amplitude and then presenting an asystole rhythm throughout most of the call. Subsequent to the call, a review of the ECG strips from the event indicated that the patient had periods of fine ventricular fibrillation (vf), although the device had not given any audible "check patient" prompts. The pt subsequently expired.